Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/29/2016, that on (B)(6) 2016 the receiver had a low transmitter battery. There was no report of any injury or medical intervention. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on 11/04/2016. Complaint for a low transmitter battery could not be confirmed, however, transmitter failure was found and confirmed on 11/04/2016. The root cause could not be determined, post investigation. Based on the findings of a transmitter failure this is now reportable. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. Data was downloaded and reviewed, finding no low battery errors. A voltage test was performed on the transmitter and failed, resulting in a zero volt discharge. The complaint of a low transmitter battery could not be confirmed. The root cause could not be determined.